Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. A review of the log file showed several image processing computer errors. Upon troubleshooting, the fse found that during initial boot-up, the system wouldn't boot completely, but it would boot completely on restart. However, the issue reoccurred, and the fse found that the ippc was not booting up normally. To resolve the issue, the fse installed a new ippc and operating system hard drive, downloaded board software for the operating system, and also recreated the database. The defective ippc was returned to philips for failure analysis, and the cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.